Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an inappropriate treatment. The device was started up at 06:28:33 on (B)(6) 2025. At 20:41:29 on (B)(6) 2025, an arrhythmia was detected. ECG shows asystole with CPR/motion artifact. At 20:44:03, the patient received the inappropriate treatment. Oversensing of low amplitude cardiac signal and CPR/motion artifact contributed to the false detection. The patient was in a non-life-sustaining rhythm prior to the treatment. Rhythm at the time of treatment was asystole. Post shock rhythm was idioventricular rhythm @ 20 bpm with CPR/motion artifact. The electrode belt was disconnected at 21:07:13 on (B)(6) 2025.